Event description:
It was reported that during a procedure an e-sep pencil was being used when it arced, and a surgeon was burned through their glove. The burn was 3mm in size on their forearm. No medical intervention or additional treatment was required and no permanent damage or infection is expected. The procedure was completed successfully without a delay. This is 1 of 3 events that occurred at the same account.

Manufacturer narrative:
H6: a follow up report will be filed once the quality investigation is complete. H3 other text : awaiting confirmation device is available for return.

Manufacturer narrative:
Correction d9/h3: device not available for return. H6: the quality investigation is complete. H3 other text: device not available for return.

Event description:
It was reported that during a procedure an e-sep pencil was being used when it arced, and a surgeon was burned through their glove. The burn was 3mm in size on their forearm. No medical intervention or additional treatment was required and no permanent damage or infection is expected. The procedure was completed successfully without a delay. This is 1 of 3 events that occurred at the same account.